Event description:
It was reported the customer was unable to fill multiple cartridges. Reportedly, the customer was not filling the cartridges correctly. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.